Event description:
It was reported that the customer went to the emergency room and was subsequently admitted to the hospital¿s intensive care unit due to blood glucose (bg) level of 1099 mg/dl. Reportedly, the customer experienced delirium, vomiting and slurred speech. Customer¿s bg was treated intravenously with saline and insulin. The customer was discharged on (B)(6) 2021 with no permanent damage. Customer alleged that the pump was not delivering insulin as intended. Reportedly, the customer reverted to manual injections for insulin therapy.

Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.